Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/mist issue, and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the smoke/mist issue was reviewed within the past six months and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ no parts were replaced as a result of this issue. The assignable cause of the smoke/mist issue is the oil mist filter screw. The field service engineer tightened/adjusted the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter screw was tightened to resolve the smoke/mist issue. Unit meets specifications and was returned to service. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "white smoke" and an ¿oil mist¿ emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.